Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having dizzy spells after the new device was implanted, and inquired whether the device could be the cause. The device remains in use. No further patient complications have been reported as a result of this event.